Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that several stent struts are bent outwards at the proximal end of the stent. Judging from the x-ray markers the stent is not displaced. Microscopic analysis revealed stent imprints on the exposed balloon surface indicating that the bent struts were initially crimped on the balloon. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. The device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
A pro-kinetic energy coronary stent system was chosen for treatment of a moderately calcified lesion (70 percent stenosis degree) in a moderately tortuous rca. The patient already had an implanted stent in the ostium to proximal segment of rca. The device was used to treat the distal end lesion from the previous implanted stent. Upon withdrawal a stent deformation was noticed.